Manufacturer narrative:
Continuation of d10: phenom 21 microcatheter model number: fg13150-0615-2s serial or lot number: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the distal end of a pipeline stent failed to open. The patient was undergoing flow diversion surgery for treatment in the left middle cerebral artery (mca). The left mca access vessel diameter was 2.4 mm. It was noted the patient's vessel tortuosity was moderate. It was reported that the reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The pipeline was advanced into the phenom 21 microcatheter and the stent failed to open at the distal end. It was replaced with non-medtronic product to complete the procedure. There was no alleged product issue with the microcatheter. No patient symptoms or complications were associated with this event. Ancillary devices include: phenom 21 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient was being treated for a brain blister aneurysm. The lesion measured approximately 2 mm with a wide neck, and the landing zone diameters were reported as 2.4 mm distally and 2.9 mm proximally. The catheter (pli10) was reported with no alleged issues. The pipeline failed to flare in the distal landing zone. No friction or resistance was noted during delivery, and no damage to the pipeline pushwire or catheter was observed. The catheter was flushed per IFU throughout the procedure. The pipeline was not placed in a vessel bend when the distal end failed to open. No additional steps or devices (such as resheathing, wire/catheter manipulation, or balloon assistance) were attempted to open the device. The procedure was completed using counter company products. The cause of the malfunction could not be determined.